Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Power on reset (por) parameters - on (B) (6) 2009 at 14:24:08, the device recorded a write to locked ram por.

Event description:
It was reported there was an electrical reset. The device was reprogrammed and remains in use. No patient complications were reported as a result of this event.